Event description:
Ecn event description: catheter tested as protocol before insertion. After wiring into lspv and delivering all four basket lesions, after switching to flower, the guidewire was stuck and unable to advance. After this discovery, we tried deploying back into basket, but the wire was still unable to move. Catheter was then taken out of the body and the guidewire was shown to be moving freely again. Catheter was replaced and the rest of the procedure was successful. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: after this discovery, we tried deploying back into basket, but the wire was still unable to move. Catheter was then taken out of the body and the guidewire was shown to be moving freely again. What is the next course of action? Catheter was replaced and the rest of the procedure was successful with new catheter and guidewire. Patient present at time of event? Yes. Patient complications: no patient complications. Procedure number: pn 2827996 complaint. Int additional questions: device 1: upn m004pf41m401, model number null, lot or serial number (B)(6). Was issue present upon opening package? No. Question: what brand/make of guidewire was used? If a bsc or merit guidewire: please provide the upn & lot#. Answer: bsc starter wire, lot # unavailable. Question: was any tissue seen at the tip of the catheter or guidewire? Answer: no. Question: were you able to remove the guidewire as normal? If no: what state was the gw in when the catheter was removed? (Ex: within the guidewire, advanced past the tip, etc) answer: guidewire advanced past the tip. Wire moves as normal. Question: were other catheter malfunctions present? [Ex: deployment issues, guidewire lumen detachment or kinking, etc] if yes: please specify. Answer: no. Question: *(patient information question not applicable in european region/ canada) is patient information (patient identifier and age) available? If yes: provide information in the patient section of the form. If no please specify why the information is not available from the facility. Answer: not available per customer. Question: was a replacement device (same upn) used in order to complete the procedure? (Yes/no). Answer: yes. Product return expected: no.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy.